Event description:
Rec'd notice of complaint concerning above product. Director of nursing reports an internal blood leak on this 17th use dialyzer. The leak was noted at the initiation of the treatment when the blood leak detector alarmed. Tested positive for the presence of blood with hemastick. Blood not visible in dialysate compartment. The system was discarded, estimated blood loss at approx 200cc. The director of nursing reports that the pt was stable, however when the health care professional initiated treatment with new system, it was noted that the pt's graft was clotted. The dialyzer was discarded on the day of the event. A medwatch form has been filed based on blood loss only.